Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. System check was performed and no issues were identified. Customers blood glucose was 440mg/dl. The elevated blood glucose was addressed by a correction bolus via the pump.